Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 02-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [20.0 mg/ml] at 6.001 mg/day, and bupivacaine [20.0 mg/ml] at 6.001 mg/day, indicated for degenerative disc disease and spinal pain. It was reported that a partial catheter explant occurred. The connector was explanted as it looked like there was a fold in the catheter that the hcp wanted analyzed. During a routine pump replacement due to eri (elective replacement indicator on (B)(6) 2018, it was noticed that the catheter had a fold in it. No therapy issues were reported by the patient. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue, and no diagnostics/troubleshooting were performed. It was indicated that no actions/interventions were taken to resolve the issue. Note that this contradicts with the report that surgical intervention occurred. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the provided pump logs (examined on (B)(6) 2018) show an estimated eri of 1 month. It was indicated on the logs that the 7.6 cm were removed from the implanted 37.0 cm pump segment, and 7.6 cm were added. On the provided ¿scheduling checklist¿ form (with a completion date of (B)(6) 2018), it was indicated that the surgical procedure was a revision ¿ replacement of pain pump and possible replacement/revision of intrathecal catheter. The treatment area was lumbar. The reason for revision was "eri 4 months." The tip location of the catheter was t10. The implant site was the left upper buttock. The patient¿s diagnosis was complex regional pain syndrome, right lower leg. The patient¿s body mass index (bmi) was 24.22 (height = 5 feet, 9 inches, (B)(6).) The patient¿s medical history included allergies to flexeril and methadone. Comorbidities were not applicable. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Of note, only the catheter was returned for analysis. Evaluation of implantable catheter serial number (B)(4) revealed a slice cut in the connector which was consistent with explant damage. Analysis also identified an abrasion on the body of the catheter which did not affect the performance of the device during functional testing in the lab. The catheter was found to be patent and passed pressure leak testing. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.